Event description:
It was reported that this was a multi-access venotomy closure of a right common femoral vein using the pre-close technique prior to an interventional pulse field ablation/non-abbott left atrial appendage device procedure with an 8fr sheath. Reportedly, a cuff miss [suture retrieval issue] occurred with a prostyle device at the first access site. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 16.8fr and the procedure was completed. Hemostasis was not achieved with the pre-placed prostyle sutures at the first access site. A third prostyle device was deployed and hemostasis was achieved. When closing another access site, it was suspected that the deployment of the third prostyle device at the first access site may have caused damage to a non-abbott device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case, it is possible as reported that the use of the device interacted with another device if used in an adjacent access site. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known. B5: the additional device referenced in b5 is filed under a separate medwatch report number.